Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the left ventricular lead was unable to be inserted into the guidewire. It was noted that there was some sort of restriction in the lumen. The lead was not used. Another lead was implanted successfully. There were no adverse consequences to the patient. The patient's condition was stable post procedure.